Manufacturer narrative:
The recharger with model 97755 and serial# (B)(6) was received for product analysis. Analysis found there was a failure with the recharger and that a "no device found" message was seen and low reading being 0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the base of the recharger paddle and the wire going into the paddle was getting hot. Pt (patient) stated that they didn't want the recharger to burn their skin. Agent confirmed with the pt that the recharger did not burn their skin. A request was sent to the repair department to replace the recharger. When asked for the event date, pt stated that the issue first started about a week ago when they were charging the ins. Pt stated that the issue happened again this last time of charging the implantable neurostimulator (ins).

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.